Event description:
It was reported the device was deformed, does not maneuver, and had no visualization. No information was provided regarding patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
Updates to: g3, g6, h2, h3, h6, & h11. Investigation findings confirm this incident no longer falls within MDR reportability requirements as the complaint device formed a curve consistent with the reference material. The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, a kink was identified on the catheter shaft, located at approximately 58.1 cm, measured from the catheter distal tip. No further relevant visible damage was detected. The device was evaluated for curve shape and the device formed a curve consistent with the reference material. The results of the investigation determined that the reported event of, "deformed, does not maneuver" was partially confirmed, as a kink in the device shaft may have affected the catheter structural integrity, thus affecting it's maneuverability. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is; the inability to maneuver the catheter/curve as a result of mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. Tactile feedback of reprocessed devices may vary during use inspect the catheter and package before opening. The contents of the package are sterile unless the package is opened or damaged. If the package is damaged or if it was opened and the catheter not used, do not use the catheter. Return the catheter and packaging to stryker sustainability solutions. Inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. Advance the catheter to the region of the endocardium under investigation. Use both fluoroscopy and electrograms to assist in proper positioning. Storage and handling: prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will continue to be monitored through post-market surveillance.

Manufacturer narrative:
The investigation is currently in progress. The investigation results will be submitted in a supplemental MDR. H3 other text: 81.

Event description:
It was reported the device was deformed, does not maneuver, and had no visualization. No information was provided regarding patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.